Manufacturer narrative:
(B)(4).

Event description:
During an atrial fibrillation procedure, the patient developed st elevation during transseptal puncture. Air was not visualized within the patient. Rapid pacing was administered to treat the st elevation. There were no performance issues with the agilis introducer.

Manufacturer narrative:
The results of the investigation concluded that the sheath passed pressure and aspiration leak testing with no anomalies observed. A review of the device history record was not possible since the batch number was unavailable. The cause of the reported st elevation remains unknown.